Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump for the first time, a reset alert unexpectedly occurred. Customer was not using pump for insulin therapy at the time of the event. Customer cleared the alert. Customer's blood glucose was not impacted.